Event description:
It was reported that, "we were insitu bending at the end of the case and the head of the last screw in the construct popped off. We had to take the screw out and put in a new one. "

Manufacturer narrative:
Na